Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. Rv oversensing observed on (B)(6) 2015. (B)(4).

Event description:
It was reported that there was simultaneous oversensing on the right atrial (ra) and right ventricular (rv) leads. There was oversensing and noise on the rv lead and the noise was mirrored on the ra and rv leads. The rv lead was reprogrammed and both leads remain in use and will continue to be monitored. No patient complications have been reported as a result of this event.